Manufacturer narrative:
Dimensional inspection verifies that this is a 10x25mm product. It is two years old. The product was used for a cruciate ligament reconstruction procedure. The complaint listed: ¿the head of the anchor was broken¿. It also states that the pieces were removed from the patient. The head and threads were found to be damaged. The head is stripped. The threads were found to be rolled and compressed. The symptoms indicate that force was placed upon the implant. The condition of the implant indicates a torque issue. No root cause related to the manufacturing of this device can be confirmed. There are indications that the event may be attributed to use error.

Event description:
It was reported that the head of anchor was broken during the implantation in a cruciate ligament reconstruction. No patient injuries were reported.